Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead showed far field r- wave (ffrw) oversensing. This caused multiple inappropriate modes switch's and false atrial high rate episodes. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.